Manufacturer narrative:
The customer contacted the siemens customer care center concerning imprecision on the hba1c method. No patient data was provided. A siemens customer service engineer (cse) was dispatched to the site. The cse performed repairs including aliquot probe replacement. The cse also addressed issues regarding the r1 probe failing to align after replacing the horizontal and vertical belts. The cse double checked that the vertical home flag was directly in center of home sensor. After the cse inspected/adjusted the alignment, the r1 probe aligned successfully. Siemens headquarters support center (hsc) evaluated the instrument precision after the repairs hsc noted that review of the calculation/result data demonstrates that the issue was no longer occurring. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Possible discordant, imprecise hemoglobin a1c (hba1c) results were obtained on patient samples on the dimension vista 1500 instrument. The possible discordant results were reported to the physician(s) who questioned the results. The customer stated that in some instances patient treatment was altered on the basis of discordant, imprecise hba1c results. They stated that some patients were treated for diabetes based on the results and possibly given metformin. There are no reports of adverse health consequences due to the possible discordant, hba1c results or treatment changes.